Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy evidenced by blood glucose measuring 25 mg/dl with unconsciousness. The patient reportedly received treatment from emergency medical services paramedic in the form of intravenous glucose. The reporter stated that the pump lost prime due to the cartridge cap being loose and was priming the pump after loss of prime while still attached to the pump receiving 80 units of insulin as a result, causing the patient to become hypoglycemic. The reporter stated that each time the pump would lose prime, the patient would complete a ¿fill cannula¿ step while still attached to the pump but was disconnected from the pump while priming the pump. The reporter further commented that the patient had been dealing with low blood glucose levels unrelated to the insulin pump also. The reporter stated that after the infusion of insulin during the fill cannula step of the priming process, the patient¿s health care provider advised changes to the basal rates and bolus correction, but the patient had not instituted those changes yet. Animas customer support provided education to the patient regarding the proper procedure for priming the pump and completing the fill cannula step of the process safely. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue.